Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ligasure worked appropriately at the start of the case, then at the middle of the case, the ligasure did not seal. A new ligasure was given. No patient injury. No additional information provided.